Manufacturer narrative:
Article citation: ¿open capsulotomy: an effective but overlooked treatment for capsular contracture after breast augmentation,¿ by eric swanson, md., published in prs global open, vol. 4, issue 10, october 2016 pp.1-9. The events of capsular contracture, baker grade IV, delayed healing, hematoma, allergic rash, cellulitis, seroma, wound dehiscence, and necrosis are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and/or patient details was requested. Device labeling: ¿potential adverse events that may occur with saline-filled breast implant surgery include: capsular contracture, implant deflation, infection, hematoma/seroma, necrosis, delayed wound healing.¿ ¿deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿ ¿capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.¿ ¿after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium depos¬its can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.¿

Event description:
Reported event of unknown side capsular contracture, ¿baker iii/IV,¿ ¿implant deflation, delayed healing, hematoma, allergic rash, cellulitis, seroma, partial wound dehiscence,¿ and ¿partial areola necrosis¿ for 14 patients was noted in ¿open capsulotomy: an effective but overlooked treatment for capsular contracture after breast augmentation,¿ published in prs global open, vol. 4, issue 10, october 2016 pp.1-9. Treatment was not specified for the patients, and the device remains implanted.